Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented to the lab for a right ventricular lead revision due to noise events and over-sensing of signals. These were recorded as both noise reversions and false high ventricular rate events. The lead was capped and replaced on (B)(6) 2021. The patient is stable.